Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that an event on (B)(6) 2026.while patient experienced high blood glucose and treated with correction injection via multiple daily injections, where the infusion set cannula was kinked. The insertion site was abdomen. No further information available.